Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event of the clogged nozzle was not observed during inspection by olympus. The event can be detected/prevented by following the instructions for use which state: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at repair center (rc) olympus china. During the inspection at rc, the inspection results found normal and noted no fault was found on the subject scope and the scope was then sent back to the customer. Repair history of this product noted the concerned product has not been repaired in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device nozzle was clogged. The issue found during reprocessing. There was no patient harm, no user injury reported due to the event.